Manufacturer narrative:
Retainer ring=black. On 09/08/2021 customer called in: crack in battery compartment. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with partially broken retainer, cracked keypad at select button and scratched case. No damage on battery compartment noted during visual inspection. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when partially broken retainer was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.